Event description:
It was reported during a ptca/stent procedure a duet was placed in the proximal left anterior descending. The procedure was completed and the pt left the cath lab in stable condition. The following day the pt returned to the cath lab and angiography revealed the vessel was occluded. Heparin and reopro were administered. The stented area was dilated with a balloon catheter. A second stent was implanted proximal to the previously implanted stent, with good results. Nine days later pt returned to the cath lab and angiography revealed the vessel was completely occluded. No further intervention was performed. Reportedly, the pt left the cath lab in stable condition.